Manufacturer narrative:
The unit was unable to perform the displacement test due to a detached end cap. The unit was received with a loose and slightly tilted drive support disk, a partially broken reservoir tube lip, minor scratched display window, cracked casing at a display window corner, cracked battery tube threads, cracked display window, cracked reservoir tube window, cracked reservoir tube, cracked casing at the reservoir tube window corner, missing end cap sticker, and a missing reservoir tube o-ring.

Event description:
The customer reported via phone call that her drive support cap was loose and she has it taped down; the insulin pump was still functioning. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated and the customer stated that she dropped her insulin pump once or twice, and that she works in a hospital doing housekeeping so the insulin pump gets bumped around. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.